Event description:
It was reported the frost occurred on the shaft of the needle. An iceseed 1.5 cx 90 degrees cryoablation needle was chosen for a cryoablation procedure to treat a nerve for pain management. During the first freezing cycle, frost was observed on the iceseed 1.5 cx 90 degrees cryoablation needle and the frost was touching the patient's skin. The physician applied saline to the area to dissolve the ice, and the patient's skin did not appear to be affected by the event. The procedure was completed with the original device and frost was not observed again on the shaft of the needle. There were no patient complications as a result of this event.

Manufacturer narrative:
Product investigation results: the device involved in this event was not returned for analysis. However, during good faith effort (gfe) communications, a photo of the needles in use at the time of the irregular ice formation during the procedure was submitted from the user. One of the needles used in the photo does appear to have frost forming on the needle shaft. The reported event was confirmed via the photographic evidence.

Event description:
It was reported the frost occurred on the shaft of the needle. An iceseed 1.5 cx 90 degrees cryoablation needle was chosen for a cryoablation procedure to treat a nerve for pain management. During the first freezing cycle, frost was observed on the iceseed 1.5 cx 90 degrees cryoablation needle and the frost was touching the patient's skin. The physician applied saline to the area to dissolve the ice, and the patient's skin did not appear to be affected by the event. The procedure was completed with the original device and frost was not observed again on the shaft of the needle. There were no patient complications as a result of this event.